Event description:
Right ij 7 fr triple lumen central line inserted (B)(6) 2016. Patient with inadequate peripheral access, IV meds/fluids infused safety only through cvc, need for multiple IV ports. On (B)(6) 2016 dressing noted to be wet after flushing to draw labs, when dressing pulled back and saline pushed it squirted straight out of a crack/split in the catheter approx. 1mm from the proximal hub. Both blue and brown ports squirt out when flushed, white port does not. Blue and brown ports clamped. Patient with cerebral palsy brought to ER for pea. Patient had poor prognosis and expired - unrelated to central line issue.